Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pruritus ("itch"), contusion ("I bruise myself") and endometriosis ("endometriosis"). The patient was treated with surgery (surgery on (B)(6) 2018). Essure was removed. At the time of the report, the medical device removal, pruritus, contusion and endometriosis outcome was unknown. The reporter considered contusion, endometriosis, medical device removal and pruritus to be related to essure. Concerning the injuries reported in this case, the following ones were reported via patient¿s social media: ¿pruritus, contusion,medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: upon internal review, it was confirmed that the case (B)(4) are duplicates of each other. The case (B)(4) was marked for deletion. Nullification reason: - duplicate case is identified with f/u information. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pruritus ("itch"), contusion ("I bruise myself") and endometriosis ("endometriosis"). The patient was treated with surgery (surgery on 12/18). Essure was removed. At the time of the report, the medical device removal, pruritus, contusion and endometriosis outcome was unknown. The reporter considered contusion, endometriosis, medical device removal and pruritus to be related to essure. Concerning the injuries reported in this case, the following ones were reported via patient¿s social media: ¿pruritus, contusion,medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received. Reporter added. Added event endometriosis. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pruritus ("itch") and contusion ("I bruise myself"). The patient was treated with surgery (surgery on (B)(6)). Essure was removed. At the time of the report, the medical device removal, pruritus and contusion outcome was unknown. The reporter considered contusion, medical device removal and pruritus to be related to essure. Concerning the injuries reported in this case, the following ones were reported via patient¿s social media: ¿pruritus, contusion,medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Reporter's information added. Event: medical device removal were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.